Event description:
The manufacturer received information alleging particles in device, headaches, nose irritated, particles in tubing/chamber, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.